Event description:
Reporting status: serious injury/required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the pt had a very large aneurysm in the critically stenosed proximal lad (about 8 mm). The pt did not come to the hospital with acute coronary syndrome. After dilating the stenosed lesion and placing a coronary stent, an attempt was made to deploy the jostent across the aneurysm; however, it would not cross and after some effort, further attempts were abandoned. The device was removed: however, after the failed crossing attempt, the stent dislodged and was retrieved from the renal artery with a snare without any adverse event. No add'l event or pt info is available.